Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer's blood glucose ranges from 40-500 mg/dl. Customer stated that her highs and lows can sneak up on her. Customer stated that her high blood glucose readings are a lot more prevalent. Customer can have low blood glucose readings while sleeping. Customer wakes up with blood glucose over 200 mg/dl in the morning and it happens all the time. Customer had 2 diabetic ketoacidosis events with one in (B)(6).